Manufacturer narrative:
(B)(4). The incident grounding pad was not returned to covidien for evaluation. The concomitant force triad generator was returned to covidien and evaluation found it to function normally and within specifications. The rem function was specifically tested and to function properly. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic procedure, a patient was burned at the pad site, corresponding to the adhesive border of the pad.